Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed a steadily increasing rise in threshold and the thresholds were high. Additionally, the lead fractured. The lead fracture was noted to be associated with the growth of the patient. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.